Manufacturer narrative:
A device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation concluded that the communication failure was due to a vigilance device failure which could be provoked either by an incorrect usage of the foot pedal or by a vigilance device breakdown. Not enough elements are provided to determine the root cause for the issue on this occasion. The technical investigation showed that the event is confirmed.

Event description:
The patient was anesthetized, pinned, registered using bone fiducials. At 4:54pm, the surgeon had drilled, placed the bolt, gotten the distance to target. The arm was then moved away from the patient in free and fast mode. When the company field service engineer (fse) clicked the button to move the arm back to the intermediate position there was a communication failure and the robot shut down. There were not pinched cables or any type of collision. The arm was extended, but no obvious reason for the communication failure. The system walked through a shut down and then the robot was rebooted and the case continued as planned. The total delay was about 5 minutes. The post-op scan was merged into the patient folder, and the accuracy was confirmed.